Event description:
It was reported that before use of the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle, had misprinted scales markings. There were 4 syringes affected. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: b.5. Describe event or problem: it was reported that before use of the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle, had misprinted scales markings. There were 4 syringes affected. There was no report of exposure, serious injury or medical intervention. H.6. Investigation summary: one loose 1ml s/t syringe with needle attached was received and evaluated. The syringe was observed to have severely skewed and smudged partial scale print. The needle was observed under light and magnification through the shield and appeared to be straight inside the shield. No shield damage was observed, however minor damage to the flange was found on one side. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Potential root cause for the skewed scale defect is associated with the marking process. The batch # is unknown, therefore defective rate cannot be identified. Batch # is required to determine if corrective actions are necessary. No corrective actions will be taken based on the available information.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the bd¿ tuberculin syringe with bd precisionglide¿ detachable needle, had misprinted scales markings. There was no report of exposure, serious injury or medical intervention.